Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Oversensing was noted that on a stored electrogram (egm). The implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing (pptwos). The patient did not receive therapy during the oversensing. The device was reprogrammed.